Event description:
Complainant alleged that an incident occurred during an emergency med response to a call for a pt (age and gender unk) who was "down." When the paramedics attempted to monitor the pt's heart rate, they could not get a rhythm. The medics attempted to trouble shoot the problem, which included trying different leads and another monitor. They then determined that the "unopened, sealed package" of electrodes had dried out, and therefore could not conduct an electrical current properly. There was no indication of any adverse effect on the pt.